Event description:
It was reported that lead fracture issue and lead noise issue was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable during and post procedure.